Event description:
Routine complaint investigation where customer cites alleged high readings on pt's meter when compared to a laboratory specimen. Under certain conditions these results could have adverse clinical effects. No injuries were reported in the field. There was no info provided regarding time frames, technique, type of laboratory comparison or meter calibration info.